Event description:
Pt reported that a comparison between the pt's surestep meter and a hcp meter were 140 mg/dl (ss) and 190 mg/dl (hcp) respectively (26% diff.). Control test results (126) were in range (87-131). There was no allegation of harm.